Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the physician noted that the right atrial (ra) lead exhibited high capture threshold and high pacing impedance. Multiple lead testing at different implant positions were attempted but the electrical parameters remained unsatisfactory, which resulted in a significantly prolonged surgery. The ra lead was not used and replaced. The patient remained stable throughout the procedure.